Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a system exhibited with trouble maintaing the anterior chamber. Upon using the irrigation/aspiration tip,overpressures the chamber in high myopes (¿soft¿ eyes). Capusle dropped very low.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event unit is having unit is having trouble maintaining the anterior chamber,soft eye,capsule drops and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report number 2028159-2022-01462. The manufacturer internal reference number is: (B)(4).